Event description:
(B)(4) clinical study. Same case as MDR # 2134265-2013-09631. It was reported that the patient experienced myocardial infarction. In (B)(6) 2013, the patient presented with unstable angina and was referred for cardiac catheterization which revealed a 95% stenosed target lesion located in the proximal right coronary artery (rca) with a reference vessel diameter of 3 mm and 50 mm lesion length. The lesion was treated with predilation using an unspecified balloon catheter and placement of 3.00 x 28 mm and 3.00 x 28 mm study stents resulting to 5% residual stenosis following post-dilation. Two days post procedure, the patient was discharged on aspirin and clopidogrel. Seven days post-procedure, the site reported an event of myocardial infarction and the patient was hospitalized and underwent target vessel revascularization (tvr). In (B)(6) 2013, the patient recovered and the event was resolved. The patient was discharged on the same day.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2013, a stent thrombosis was noted in the proximal right coronary artery which was treated with thrombus aspiration. In (B)(6) 2013, coronary angiography was performed and revealed 100% stent thrombosis in the proximal rca. The thrombosis was treated with percutaneous coronary intervention (pci) with 0% residual stenosis. Six days post pci, the event was considered to be resolved and the patient was discharged on the same day.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).